Event description:
The pt called from inpatient hospital, where he has been about 24 hours. On (B)(6) at 11:59 pm, his blood glucose was 338 mg/dl, so he took an 8.75 unit insulin bolus, but the next morning at 7:58 am it read "high" (>500 mg/dl). At that time he took another 20 unit bolus and retested at 8:23. It remained "high so he took another 20 units of insulin. He was admitted around 10:00 am with bg was "too high to read" on the hospital's equipment. The device was deactivated and discarded at the hospital. He also stated that the cannula was pulled out, but it is not clear when this was observed.

Manufacturer narrative:
The device was not returned for eval. We are unable to determine if some malfunction or product defect could have contributed to the pt's hyperglycemia. The pt reported that the cannula appeared to have pulled out of the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia. No product lot number was provided so no qualification record review was conducted. The omnipod user's guide warns: "if your reading is above 500 mg/dl, the pdm displays "high check for ketones". This indicates severe hyperglycemia (high blood glucose)," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."